Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18146. It was reported, the pt's occipital leads (off-label) were explanted and replaced due to the pt receiving ineffective stimulation. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.